Event description:
It was reported that the patient caused an infection both in the left chest and left neck. The removal of the device and lead was performed on (B)(6) 2013. The event started in (B)(6) 2013. The physician believes the event is related to vns surgery. Follow up with the site found that according to the physician's assessment, there are three possibilities of the relationship of the infection to vns: 1. Bacteremia caused by her urologic disease. 2. The physical friction when parents carried the patient. 3. Rejection for the alien substance. In particular, the infection was located in the left chest at the generator and in the left neck by the lead. Cultures were taken, but the results were not confirmed yet.

Manufacturer narrative:
Okanishi t, & fujimoto a. (2017). Insufficient efficacy of vagus nerve stimulation for epileptic spasms and tonic spasms in children with refractory epilepsy. Epilepsy research 140 (2018) 66-71. Doi: 10.1016/j.eplepsyres.2017.12.010.

Event description:
A research article comprised of data from a hospital's study of efficacy for pediatric vns patients implanted between (B)(6) 2010 and (B)(6) 2015 was received. Within the article, it was reported that two patients; data was excluded from the study due to one patient death during the monitoring period and one patient infection preventing the patient from continuing with vns. Clarification received from the physician indicated that the death and infection had previously been reported to the manufacturer, and the provided patient identifiers aligned with the report of patient infection captured in this report. The reported patient death is discussed in MFR. Report # 1644487-2014-00651. In addition to a suspicion that the infection occurred as a foreign body response, the physician also reported that the patient caused the infection in the left chest and neck. No additional relevant information has been received to date.

Manufacturer narrative:
Uchida, d & yamamoto, t. (2017). Experience and solution of complications of vagus nerve stimulation therapy in 139 implant patients. No shinkei geka, 45(12):1051-1057. Doi: 10.11477/mf.1436203646.

Event description:
An abstract from a research article comprised of post-market surveillance data from a hospital¿s vns patients implanted between (B)(6) 2010 and (B)(6) 2016 was also received. The abstract indicated that four patients experienced recurrent vocal cord paralysis. The abstract also indicated that one patient experienced subsequent aspiration pneumonia. Three patients underwent explant due to surgical site infections, and one patient underwent explant due to a patient-influenced revolving of the generator which eventually resulted in lead fracture. The recurrent vocal cord paralysis is reported within MFR. Report # 1644487-2018-00123. A company representative received identifying patient information from the authoring physicians of the article for the patients who experienced surgical-site infections and generator migration and subsequent lead fracture, originally captured in MFR. Report #1644487-2018-00122. It was determined that the infections were previously reported to the manufacturer and are captured in MFR. Report #s 1644487-2013-02562, 1644487-2013-03225, and 1644487-2015-06368, the second of which corresponds to the events captured within this report. The reported patient-influenced migration and subsequent lead fracture was previously reported to the manufacturer and is captured within MFR. Report # 1644487-2018-00289. No additional relevant information has been received to date.